Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the anchor is fractured. The distal end of the shaft is bent, and there is debris on the anchor and shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor pieces were removed from the patient. The procedure was completed using a backup device. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a labrum repair surgery, the osteoraptor anchor broke. The broken pieces were removed from the patient by tweezers. The procedure was successfully completed without delay using a back-up device in an additional bone hole. No other complications were reported and the patient recovered and was discharged.

Manufacturer narrative:
B5 was updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a labrum repair surgery, the osteoraptor anchor broke. The broken pieces were removed from the patient by tweezers. The procedure was successfully completed without delay using a back-up device in an additional bone hole. No other complications were reported.